Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. Concomitant medical products: cartridge emeraldc30, lot cd02402; handpiece emeraldxl, lot 11-004. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the za9003 intraocular lens (iol) became kinked after insertion into the right eye of the patient. Reportedly, the surgeon removed and replaced the lens with another za9003 of the same diopter size without incident. No vitrectomy was performed, no incision enlargement and no sutures were used. The patient was reported as recovered with no injuries. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the device was received in the original package box at the manufacturing site for investigation. The lens was observed cut with one haptic damaged and one haptic detached. The complaint issue reported as haptic damaged was verified however, due the condition of the lens received the complaint could not be related to the manufacturing process, it could be related to the handling process; therefore, a product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the device were reviewed. The review identified no non-conformance (ncr) reports related to this production order. The product was manufactured and released according to specification. A review of the complaint history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.